Event description:
A report was received that the patient felt a burning sensation at the implant site all the time. Reprogramming was attempted but the patient was difficult to deal with. The patient will probably have a pocket revision and will have an injection to help with the burning sensation.

Manufacturer narrative:
Additional information was received that the possible pocket revision and injection did not happen because the patient's telephone number was disconnected. The physician does not have an alternate phone number of the patient. A good faith effort was made to follow-up with the patient but was unsuccessful.

Event description:
A report was received that the patient felt a burning sensation at the implant site all the time. Reprogramming was attempted but the patient was difficult to deal with. The patient will probably have a pocket revision and will have an injection to help with the burning sensation.

Event description:
A report was received that the patient felt a burning sensation at the implant site all the time. Reprogramming was attempted but the patient was difficult to deal with. The patient will probably have a pocket revision and will have an injection to help with the burning sensation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4)/406433 description: linear st lead, 50 cm. Additional information was received that the patient underwent an explant procedure due to pain felt at the pocket site whether the stimulation was on or off. The patient was given pain patch but it did not relieve the pain. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.